Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the cardiomems delivery system sensor resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to implant a cardiomems sensor in the left pulmonary artery. During retraction of the cardiomems delivery system the sensor interacted with the delivery system and / or steelcore guidewire causing the sensor to be pulled back into the proximal left pulmonary artery. The steelcore guidewire was repositioned, and the delivery system was backed out over the wire. Following this the interaction with the sensor resolved allowing the sensor to settle in an acceptable location in the left pulmonary artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.